Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip deployment difficulty, partial clip movement, and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, during the deployment sequence, the clip would not detach from the cds. Troubleshooting was performed, and the clip was deployed. The clip was then evaluated under ultrasound, and the posterior leaflet was observed not fully secured in the clip. Therefore, two additional clips were deployed to stabilize the clip. Three clips were implanted, reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated and a cause for the reported difficult or delayed activation (difficulty to deploy the clip) could not be determined. The reported migration (partial clip movement) however, was related to the procedural circumstances of the difficult clip deployment. The additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.